Manufacturer narrative:
One pump was received for evaluation. Visual inspection of the pump found it to be in good physical condition. There was no evidence of an error code upon checking the pump's event history log. Motor current testing was performed to detect for error code. The customer's complaint could not be confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical cadd prizm vip had an error code of 10037. No patient injury resulted.